Manufacturer narrative:
The tech found the side rail end tube was bent. The tech replaced the side rail end tube to resolve the issue.

Event description:
The tech alleged that the side rail will not latch. No pt impact.